Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6).

Event description:
It was reported that while attempting to demonstrate the patient alert tones, the cardiac resynchronization therapy defibrillator (crt-d) did not produce any sounds. The issue remains under investigation and the crt-d remains in use. No patient complications have been reported as a result of this event.